Event description:
It was reported that patient experienced pain at ipg pocket site and the ipg was also turning off randomly. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address both issues.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.